Manufacturer narrative:
Available details indicate that the device is experiencing a therapy error not activated issue. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the product remains unknown as there were no response for additional information about the failure. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on the device indicating that equipment has a therapy error not activated while in use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.